Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Not yet returned.

Event description:
Edwards received notification of a pascal precision procedure in mitral position where there was poor echo imaging in lvot view and it was hard to visualize both paddles properly in their whole shape at the same time. During the final grasping attempt, the second operator moved both sliders down, but was not able to visualize the movement of the posterior clasp and barely of the anterior clasp. The second operator moved the posterior slider up and down again but was still not sure and the echo physician was not able to improve the image. Checking the clasp movement in fluoro was unsatisfactory in the used angulation and frame rate. Both operators, the echo physician and clinical specialist had the impression that both leaflets were grasped properly because some tension was seen on both leaflets. Closing the pascal resulted in a good leaflet insertion and a satisfying result after assessment (mr 1). Then a suture torn inside the implant system was realized after pulling out both suture, loose part of the pml suture did not move into the implant catheter but the suture part attached to the suture lock was pulled out and rest was pulled out. Nothing remained in the patient. Short time (approximately 10 seconds) after deployment of the pascal an slda (single leaflet device attachment) was visible. The implant detached from the pml. Huge eccentric jet was the result in total a severe mr 4. To stabilize the slda it was decided to implant a pascal ace lateral of it. Result was the stabilization of the slda, a mean gradient of 1.7mmhg and in total mr 3 (coming from initial mr 3). Patient was stable at the end of the intervention.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) was confirmed with objective evidence via imaging evaluation. The implant remained attached to the aml post deployment. According to the imaging evaluation performed, potential contributing factors to the intra-procedural slda include: procedural (inadequate leaflet grasping, mis-interpretation, device position over indentation), and imaging (no leaflet grasping clip record, inaccurate view planes). The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was not able to be confirmed through evaluation. In addition, a DHR review was completed and no nonconformances related to the complaint event were identified.